Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: error code e-106 and e-107. There was no harm or injury reported. During the evaluation at the manufacturer service center, the device powered on and operated as it should. Error code 106 and 107(speaker 1&2 failure) were recorded in the event log. The unit is no longer needed for inventory and therefore will be scrapped.